Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. The pt's blood glucose results were 4.4 mmol versus 14.1 meter to lab. Tests were done within 10 mins with a difference of 69%. Pt did not experience any adverse events. No further info has been reported.